Manufacturer narrative:
(B)(4).

Event description:
It was reported that the longevity of a patient's device had dropped abruptly, but in-house calculation showed that the device longevity was high. It was noted that there was no defect in the battery itself, and that the longevity estimate is expected to be accurate going forward.